Event description:
It was reported to st. Jude medical that the lead dislodged several days post-implant, penetrating the myocardium and caused a pericardial effusion. During attempts to reposition the lead, it was noted that the helix would not actuate. As a result, the lead was explanted.